Event description:
It was reported that the transmitter had become hot and melted. The transmitter was not used, and a replacement was ordered. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.